Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-jun-2024. It was reported that patient faced an event of infusion set fell off. The infusion set has been in use for 18 hours of insertion. Patient's blood glucose level was noticed 209 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.